Event description:
On (B)(6) 2014, the reporter contacted animas alleging blood glucose levels up to 376 mg/dl with increased thirst. The reporter indicated having a history of fluctuating blood glucose levels for just over one month and a history of transient ischemic attacks (tia) for the past 3 months. The reporter indicated having issues regulating blood pressure levels and medications were changed; the reporter indicated that the endocrinologist was not seen since changing the medication for blood pressure levels. The reporter indicated being unsure if the blood glucose of tias were related; however, indicated that the health care provider did not feel that they were. During the call the reporter indicated the intent to contact the on call health care provider for instructions on correcting for the elevated blood glucose levels. This report is made based on the allegation that the patient experienced fluctuating blood glucose levels, which reportedly may have contributed to transient ischemic attacks, of unconfirmed cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.